Event description:
The caller alleged a variance between inratio inr results. The results were as follows: inratio=1.8; repeat inratio=4.3. Patient self tester's therapeutic range is: 2.5-3.5. The patient self tester was holding the monitor in his hand when testing and milking the finger after the finger stick.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. A technique issue and a user issue were identified in the complaint. These may have contributed to the unexpected results experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.